Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the middle of the bd intima-ii¿ closed IV catheter system tube was found damaged and twisted when attempting to remove the needle. The following information was provided by the initial reporter, translated from c(B)(6) to english: "when the nurse punctured the venous indwelling needle for no. Bed 72 child patient at 7:00, the blood returned well. When the indwelling needle was pulled out, the stuck needle could not be pulled out. The front of the indwelling needle was bent and hooked, and the middle part of the catheter tube was twisted and damaged."

Manufacturer narrative:
H6: investigation: a device history review was conducted for lot number 1076859. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the middle of the bd intima-ii¿ closed IV catheter system tube was found damaged and twisted when attempting to remove the needle. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse punctured the venous indwelling needle for no. Bed 72 child patient at 7:00, the blood returned well. When the indwelling needle was pulled out, the stuck needle could not be pulled out. The front of the indwelling needle was bent and hooked, and the middle part of the catheter tube was twisted and damaged."